Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown air in line alarm occurred on an amia cycler during peritoneal dialysis therapy. This event occurred while the patient was connected. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.